Event description:
The customer states the time and date that is displayed in the nm viewer is always using the american format (mm/dd/yy) on the patient images. When the user chooses the european date format (dd/mm/yy) in the regional settings preferences, the system is not accepting this format. There was no report of death or serious injury.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).